Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('suffers significant abdominal pain and discomfort approximately one month after essure implanted') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced fatigue ("extreme fatigue since having essure fitted"), lethargy ("extreme lethargy since having essure fitted") and influenza like illness ("flu-like symptoms since having essure fitted"), 2 days after insertion of essure. In (B)(6) 2017, the patient experienced abdominal pain (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia ("sharp pain after orgasm"). Essure treatment was not changed. At the time of the report, the abdominal pain, dyspareunia, fatigue, lethargy and influenza like illness had not resolved. The reporter considered abdominal pain, dyspareunia, fatigue, influenza like illness and lethargy to be related to essure. The reporter commented: patient remained under the care of her treating gynecologist and removal of the essure devices is being considered. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: consumer posted she has sharp pain after orgasm (event added). Case upgraded to incident due to chronic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('suffers significant abdominal pain and discomfort from approximately one month after essure implanted') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced fatigue ("extreme fatigue since having essure fitted"), lethargy ("extreme lethargy since having essure fitted") and influenza like illness ("flu-like symptoms since having essure fitted"), 2 days after insertion of essure. In (B)(6) 2017, the patient experienced abdominal pain (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia ("sharp pain after orgasm"). Essure treatment was not changed. At the time of the report, the abdominal pain, dyspareunia, fatigue, lethargy and influenza like illness had not resolved. The reporter considered abdominal pain, dyspareunia, fatigue, influenza like illness and lethargy to be related to essure. The reporter commented: patient remained under the care of her treating gynecologist and removal of the essure devices is being considered. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('suffers significant abdominal pain and discomfort from approximately one month after essure implanted') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced fatigue ("extreme fatigue since having essure fitted"), lethargy ("extreme lethargy since having essure fitted") and influenza like illness ("flu-like symptoms since having essure fitted"), 2 days after insertion of essure. In (B)(6) 2017, the patient experienced abdominal pain (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia ("sharp pain after orgasm"). Essure treatment was not changed. At the time of the report, the abdominal pain, dyspareunia, fatigue, lethargy and influenza like illness had not resolved. The reporter considered abdominal pain, dyspareunia, fatigue, influenza like illness and lethargy to be related to essure. The reporter commented: patient remained under the care of her treating gynecologist and removal of the essure devices is being considered. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-jul-2020: extension of expected date of next report.¿ based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.